Event description:
MFR received a report from a dealer alleging that the concentrator caught fire and caused extensive damage to the mobile home. The end user received hosp treatment for smoke inhalation.